Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Approximately after four years post filter deployment, CT revealed there was a thrombus within the ivc distal to the ivc filter and the filter struts adjacent to and abutting the right iliac artery. Subsequently, thrombolysis was performed, a left lower extremity venogram was performed it revealed a left iliac femoral and inferior vena cava deep venous thrombosis from the femoral/common femoral junction through the inferior vena cava extending superior to the previously placed ivc filter. Later, after few days suction thrombectomy was performed, demonstrated thrombus extending up to and into the ivc. The left common and external iliac veins were occluded, with thrombus extending up to and into the inferior vena cava filter. Eventually, patient was scheduled for filter retrieval and the filter was retrieved successfully using balloon angioplasty. Therefore, the investigation is confirmed for perforation of the ivc. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism, saddle pe and right ventricle dysfunction. At some time post filter deployment, it was alleged that the filter perforated the right iliac artery. The patient reportedly experienced thrombus extending superior to the ivc filter. The device was removed percutaneously. The current status of the patient is unknown.